Manufacturer narrative:
A pacemaker was returned for the reported event of inability to tighten the setscrew. Device evaluation found septum material in the ventricular setscrew inset, consistent with user error, leading to the torque wrench not engaging with the setscrew inset and and stripping. The reported event was confirmed and attributed to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the physician was not able to tighten the setscrew on the pacemaker using the hex wrench. The device was not used and a new pacemaker was implanted successfully. The patient was stable during and after procedure.